Event description:
It was reported that there was a gradual rise in c-reactive protein (crp) levels post implant. The implantable pulse generator (ipg) and leads were explanted due to suspected infection and hematoma was confirmed in the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).